Event description:
The customer had been ill for 2 or 3 weeks and had been out of it for 2 or 3 days. The customer's relative called paramedics in the evening. The customer was in a diabetic coma and taken to the hosp where customer blood glucose was 25mg/dl. The customer was admitted for kidney failure and treated for low blood glucose and high blood glucose. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.